Event description:
It was reported that patient has cancer in the right tibia and underwent limb salvage using a mrh femur and a gmrs proximal tibia. The tibial mrs stem broke. Update: radiographs showed that "the stem in the intramedullary component of the tibia is fractured approximately 2 cm from the body of the implant." Also, at the revision on (B)(6) 2004, it was discovered that the mrh femoral condyle also broke. So the femur was replaced with a gmrs distal femur. The tibial stem that was broken was removed and replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding tibial stem fracture and mrh femoral condyle fracture involving an mrh femoral component was reported. The event was confirmed. Method and results: device evaluation and results: the medial condyle of the hinged femoral component was fractured. Material analysis determined that the femoral and tibial stem components fractured in fatigue. Post-fracture abrasion obscured much of the fracture surfaces on both devices. No material or manufacturing defects were observed that may have contributed to the fatigue fractures. Medical records received and evaluation: clinician review of this case indicated that the failure scenario was an adverse mix of several patient-related factors, especially low vitality bone after at least chemotherapy but possibly also radiotherapy (no info but often used in osteosarcoma) while on the tibial side the patient¿s anatomy dictated a fairly thin stem diameter not appropriate for the excessive weight of the patient while from the procedure-related perspective, adverse bone remodeling around a massive segmental resection did create an overload condition a priori where weight and possibly activity level of the patient caused imbalance between load and carrying capacity of the devices. The in concert adverse effect of three patient-related factors and at least one procedure-related factor created a gradual worsening overload condition that ultimately ended in fatigue failure of both femoral and tibial device through progressive loss of bone support around the affected devices. There is no indication for the presence of device-related factors, neither would this be plausible given the clear overload condition through bone resorption. Device history review: there have been no reported discrepancies relative to the reported event. Complaint history review: chr review indicates that there are no other similar events for the lot. Conclusions: the material analysis report concluded that the femoral condyle fractured in fatigue. No material or manufacturing defects were observed on the part features examined. Clinician review of this case indicated that the failure scenario was an adverse mix of several patient-related factors, especially low vitality bone after at least chemotherapy but possibly also radiotherapy (no info but often used in osteosarcoma) while on the tibial side the patient¿s anatomy dictated a fairly thin stem diameter not appropriate for the excessive weight of the patient while from the procedure-related perspective, adverse bone remodeling around a massive segmental resection did create an overload condition a priori where weight and possibly activity level of the patient caused imbalance between load and carrying capacity of the devices. The in concert adverse effect of three patient-related factors and at least one procedure-related factor created a gradual worsening overload condition that ultimately ended in fatigue failure of both femoral and tibial device through progressive loss of bone support around the affected devices. There is no indication for the presence of device-related factors, neither would this be plausible given the clear overload condition.

Event description:
It was reported that patient has cancer in the right tibia and underwent limb salvage using a mrh femur and a gmrs proximal tibia. The tibial mrs stem broke. Update: radiographs showed that "the stem in the intramedullary component of the tibia is fractured approximately 2 cm from the body of the implant." Also, at the revision on (B)(6) 2004, it was discovered that the mrh femoral condyle also broke. So the femur was replaced with a gmrs distal femur. The tibial stem that was broken was removed and replaced.